Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining a result of 237 mg/dl on the advantage system compared back to back with a result of 121 mg/dl on an unspecified accu-chek system when testing was performed within 10 minutes. Reporter stated that he took his medication after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.